Manufacturer narrative:
Investigation results: no investigation method could be applied, because product was not provided for investigation. Device history records: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The current failure rate is within the risk analysis and therefore acceptable; severity was 4(5) and probability 1(5). Explanation and rationale: without the product, a definitive root cause for the reported issue could not be established. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. There are no other known complaints with this error pattern. Conclusion and preventive measures: based upon the investigation results, a clear root cause could not be determined. Based upon the investigation results, a CAPA is not necessary.

Event description:
Update: the material code was updated to 1066048 lyoplant 4x10cm, from unknown lyoplant (aesculap010).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with aesculap010 - aesculap surgical instruments. According to the complaint description, the lyoplant broke in the middle of the injury, after surgery and obviously, this generated a csf fistula in the patient. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).